Manufacturer narrative:
Updated: a2, b5, e1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, a dissection in the aortic arch was observed. Subsequently, the dissection was repaired with an endoprosthesis. Additional information was received that the dissection occurred at the end of the procedure. Per the physician, the dissection was attributed to the angle of the aortic arch in very tortuous anatomy and the delivery catheter system (dcs), but not the valve or non-medtronic guidewire. The patient outcome was good following treatment with the endoprosthesis. The anatomy was noted to be calcified.

Event description:
It was reported that during the implant procedure of a transcatheter valve, a dissection in the aortic arch was observed. Subsequently, the dissection was repaired with an endoprosthesis.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID {evproplus-29}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date {(B)(6) 2025}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one static image was provided for review. The patient¿s executive summary was provided for anatomical review and the annulus perimeter measured 75.8mm with a perimeter derived diameter of 24.1mm suggesting a 29mm valve. There is evidence of tortuous aorta with aortic root angulation of 36°. As stated in the instructions for use (IFU), for transfemoral access, use caution in patients who present with multiplanar curvature of the aorta, acute angulation of the aortic arch, an ascending aortic aneurysm, or severe calcification in the aorta and/or vasculature. If =2 of these factors are present, consider an alternative access route to prevent vascular complications. Evidence provided shows an implanted valve and a dissection in aorta that seems to start in the ascending aorta extending to the thoracic aorta. Intraprocedural images were not provided; however, it is possible that the multiplanar angulation of the aorta could have contributed to the dissection. As stated in the IFU, potential risks associated with the implantation of the device may include, but are not limited to, the following: cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention). Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.